Manufacturer narrative:
No button error alarm noted. The insulin pump down arrow button did not respond due to flattened button dome switch. The insulin pump was monitored and had no reset anomaly noted. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. The insulin pump received with minor scratches on display window, cracked belt clip slot, cracked reservoir tube lip and scratched case.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose level was unknown mg/dl. The customer does not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.